Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30018993 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of aug 2021 through jul 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Company representative reported left side "redness due to rubbing of underwear" (not related to device).later physician reported "removal due to infection." Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Company representative reported left side "redness due to rubbing of underwear" (not related to device).later physician reported "removal due to infection." Device remains has been explanted.